Manufacturer narrative:
(B)(4). Concomitant medical products: unknown, unknown liner, unknown. Unknown, unknown head, unknown. Unknown, unknown stem, unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 00379 - 1. Reported event was confirmed by review of medical records and radiographs by a hcp. Review of the available records identified the following: overall size of implant is appropriate. Polyethylene wear of the acetabular cup is present. Osteopenia is present. There is question of osteolysis of the entire acetabular cup. Significant radiolucency along the entire acetabular cup suggest possible osteolysis. Acetabular inclination angles cannot be accurately measured without a true ap pelvis film; however, the acetabular cup appears to be in appropriate position. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Root cause was unable to be determines as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported patient underwent a revision procedure due to poly wear and pain. During the procedure, the head and liner were revised. Attempts have been made and additional information on the reported event is unavailable at this time.